Manufacturer narrative:
(B)(4). It was reported that the patient¿s peritoneal effluent was again not clear. The patient was continuing to be treated with ongoing antibiotic therapy and was receiving vancomycin (dose, route, frequency, and duration nor reported) and meronem (dose, route, frequency, and duration nor reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the event. Beginning on the day of onset, the patient was treated with vancomycin intraperitoneally (1.5g in the first bag and then every fifth day, duration not reported) and meronem (1g in the first bag and then 500 mg in each exchange, duration not reported) for the peritonitis event. Dianeal therapy was reported to be ongoing. The patient was reported to have recovered from the peritonitis event. Additional information was requested, but is not available at this time.